Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) level was 512 mg/dl. The bg level would be addressed with a manual injection. Recommendation was made by tandem's technical support for the customer to change the cartridge and prime the tubing to remove air bubbles.